Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient did a controller swap at home. The patient reported that early morning on (B)(6) 2021 he started getting low voltage alarms and noticed that only the white battery line lit up on the controller when alarming while the patient was on batteries. The patient changed clips and batteries multiple times with reportedly continued low voltage alarms. The patient attached to the mobile power unit (mpu) and the same alarm would intermittently happen when the patient would move. Log file analysis revealed that the controller was connected on (B)(6) 2021 at 06:44 for about 30 seconds, disconnected at 6:44, and then reconnected again at 6:46. Random power cable disconnects were noted on (B)(6) 2021 at 21:20, 21:21, and 21:25. Nothing was noted on (B)(6) 2021. It was reported that after troubleshooting at home, the patient performed a controller exchange at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage, power cable disconnect and no external power alarms was confirmed with the data retrieved from the system controller (serial # (B)(6)). The log file captured intermittent power cable disconnect alarm events that began occurring at 6:46 am. The alarm was related to a loss of the battery fuel gauge voltage signal and was captured when connected to the 14v batteries/clips. At 6:47 am, a no external power alarm became active when both power cables lost power from both 14v batteries/clips. The system reverted to the internal 11v backup battery for power and continued to operate at the stored patient speed value of 5,200 rpm. The no external power alarm event appeared related to double power cable disconnection. The data indicated the 14v battery was disconnected from the black power cable then followed up with the 14v battery being disconnected from the white power cable. All alarms cleared when both power cables were connected to the mobile power unit at 6:48 am. Also noted, the intermittent alarms did not occur when both power cables were connected to the mobile power unit. At 6:50 am, a power exchange was performed to the 14v batteries/clips and the intermittent power cable disconnect/no external power/low power alarms recurred. The intermittent alarm events were related to the loss of the battery fuel gauge voltage signals. The no external power/low power alarm events during this timeframe appeared to be false because the data indicated at least one 14v battery was powering the system. The returned system controller was functionally tested using laboratory equipment and operated on a mock circulatory loop without any notable event captured in the history event screen. Electrical measurements of the underlying wires within both power cables did not reveal any shorted or conductor breakdown condition that could potentially be related to the alarm. A root cause of the intermittent alarms captured in the log file could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 07nov2018. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm : 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.